Event description:
It was reported that a shaft fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected to treat the lesion located in the liver. During unpacking, when the device was removed from the carrier hoop, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot # ¿ corrected from 17188837 to 17206217. Device manufactured date - corrected from 08/20/2014 to 08/26/2014. Device evaluated by MFR: the complaint device was returned for analysis. On visual inspection it could be seen that the shaft was fractured 5.9cm from the hub of the microcatheter under the strain relief and the inner liner was exposed 4.2cm in length. Shaft kinks were also found in 3 places- 28.3, 77 and 131.5cm from the hub of the microcatheter. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating damage. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft fracture occurred. A 135/20 renegade¿ hi-flo¿ kit was selected to treat the lesion located in the liver. During unpacking, when the device was removed from the carrier hoop, it was noted that the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).